Event description:
The customer reported via phone call that there was full black screen on the insulin pump. Customer also reported a rainbow present on the insulin pump's screen. The customer stated the insulin pump was not exposed to extreme temperatures or direct sunlight. The customer was unable to resolve the black screen at the end of the call. Customer also reported receiving a lost sensor alert. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was successfully connected to the glucose sensor simulator. No lost sensor alarm was noted. No black screen was noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.